Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain, and weight loss. The cause of peritonitis was unknown. It was reported the patient was hospitalized due to abdominal pain and discharged on unknown date. The patient was treated with injection ceftazidime (500mg, once a day, intraperitoneal, discontinued after 2days) and injection amikacin (250mg/ once a day/ intraperitoneal/ discontinued after 2days) for peritonitis. At the time of this report, the patient was recovering from peritonitis. The next day of peritonitis onset, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.